Manufacturer narrative:
The investigation summary details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, some reddish material was observed inside the pebax. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-jan-2025. Following j&j medtech procedures, a visual inspection and magnetic test of the returned device were performed. Visual inspection reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No magnetic issues or errors were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood accumulation inside the electrodes¿ and ¿tremors in the catheter¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Blood accumulation was observed inside the electrodes. There were tremors in the catheter. Catheter was changed. The procedure was not delayed due to the reported issue. The procedure was successfully completed. No patient consequence. Additional information was received. There was difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically cracked / broken. Clarified the statement of ¿there were tremors in the catheter¿ stating ¿the catheter was unstable on the map¿. There was flickering in the catheter image on the screen and it was not stable. The ¿tremors¿ refers to a visualization issue of the catheter on the carto display. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-jan-2025 observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 20-jan-2025 and have assessed this returned condition as reportable.